Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 4.00 x 24mm stent delivery system (sds), catheter was returned for analysis in two sections as a result of a break in the hypotube. A visual examination of the stent found proximal stent struts bunched distally. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured as is within maximum crimped stent profile measurements. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. The device was returned for analysis in two sections as a result of a break in the hypotube. The break was located at 4cm distal to the distal end of strain relief. Multiple kinking was identified along the main section of the hypotube break. A visual examination of the distal extrusion identified that the midshaft, at the port site was flattened. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28may2021. It was reported that the stent was unable to cross the lesion. The target lesion was located in a severely tortuous and severely calcified distal right coronary artery. A 4.0x24mm synergy balloon expandable stent was selected for treatment along with a 6f guidezilla ii extension catheter. Pre-dilation was not performed. The synergy stent was advanced. After several attempts the synergy stent could not cross the lesion. The synergy stent was withdrawn into the guiding catheter and became stuck at the tip of the guiding catheter. The guiding catheter and synergy stent were removed together intact from the patient. However, returned analysis revealed a hypotube break and stent damage.